Event description:
The customer stated the unicel dxc 600 pro synchron system had a reagent probe leak. The remote management system revealed the customer had received quality control failures greater than two standard deviations for multiple chemistries prior to event. The fluid leaked on the instrument cover. The leak was contained within the instrument. The customer was wearing personal protective equipment. No reports of exposure or injury. No erroneous results were generated due to issue.

Manufacturer narrative:
The field service engineer (fse) found the reagent syringe glass barrel cracked at the fluer fitting. The glue that is on the syringe fitting had come off. Service engineer replaced the reagent syringe to resolve the issue and verified instrument operation. (B)(4).